Event description:
It was reported that the board shows ¿replace battery¿ message that cannot be cleared with multiple new known good batteries.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platform revealed a damaged front enclosure and damaged battery lock. These two components were replaced. The reported problem was confirmed. During service, a paper was found stuck inside the battery connector which caused the communication between the battery and the board. The paper was removed from the battery connector to remedy the complaint. The platform passed final test. No adverse event was reported.